Event description:
Report received of pt trialed wiith 50mcg bolus of baclofen with good results. Pump at implant was programmed for 100 mcg dose per day. Pt became very loose and could not move. Follow up with hcp revealed pt's symptoms developed the evening after the implant. Pt was unable to transfer self from their wheel chair to bed and slept in their wheelchair. Pt was taken to office per ambulance - dose was reprogrammed to 25 mcg per day and pt was sent home. Pt was fine the next day and able to transfer self again. Pt returned to office in about 10 days and dose was increased to 30 mcg. Pt is doing well with pump but is very sensitive to baclofen.